Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited multiple nonsustained rv oversensing episodes, which was caused by secure sense configuration. Programming change was made. Patient's condition was stable before, during and after the changes.